Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (specific date not reported). Surgery to replace the magnet has been completed (date not reported).